Event description:
Procedure type: total colectomy with ileal anal anastamosis. According to the reporter: the surgeon made his pouch between 12-15 cm with the instrument. There was no noticeable bleeding intra-operatively. The patient experienced post operative bleeding. The surgeon scoped the patient and found the staple line bleeding and was displeased with the hemostasis. The action that was taken was just to watch the patient to ensure that crit levels were maintained. The surgeon kept the patient in the hospital longer for observation.